Event description:
The foreign distributor (B)(4) reported that their customer reported a leakage issue with an nps disposable delivery set. The hospital allegedly found leaks through the joint between the additive cassette (green) and the heat exchange during the use of the mps system. It was reported that the medical staff wiped up the leak and did not experience add'l leaking from that area. The device was returned to the MFR for analysis. There were no pt complications reported as a result of the alleged event.

Manufacturer narrative:
(B)(4). The device history record for the applicable lot was reviewed and there were no devices rejected similar to the reported complaint condition. The root cause could not be definitively determined; however, the MFR has opened a CAPA for this alleged complaint condition.